Manufacturer narrative:
Inspection of the device showed smoke traces, which could be related to the electrocautery during the explantation. Next, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated, and the memory content was analyzed. The check showed that the pacemaker had detected an inconsistent memory content. In addition, the analysis showed that the implant already switched to the battery state "eri" on (B)(6) 2013. The pacemaker's ability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specifications in regard to its therapy function. The damaged memory was corrected in the further course of the analysis. After the manual correction with the help of a technical programmer, the implant functioned as expected and properly. In summary, the analysis of the pacemaker identified an inconsistent memory content, which led to the clinical observation. It cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to this. After re-initialization, the battery state was "eri", which can be expected after an implantation time of 96 months. There was no material defect or manufacturing error.

Event description:
Ous MDR - the device could no longer be interrogated. There was an error message stating that no communication was possible. It was decided to explant this device. Patient underwent an MRI according to patient's statement. However, clinic personnel did not find any documentation confirming this. No implant, explant or event dates was provided.